Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-06080, and 3005099803-2009-06081 for the other associated device info. It was reported to boston scientific corp that three resolution clip devices were used during a colonoscopy performed on (B)(6), 2009 (pt's age is unk but it has been reported that the pt is over 18 yrs old). According to the complainant, during the procedure, the physician encountered a bleed 40 cm into left colon. While using each of the three resolution clip devices the clip would not advance out of the sheath. A fourth resolution clip device was used to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).